Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the described damage pattern, it is probable that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. As stated on the IFU (instruction for use) and as a preventive measure, the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
No device has been returned to date. However, the investigation is ongoing; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The sterile processing department manager at the user facility reported, during the beginning of an unspecified therapeutic procedure, 2 pieces of the ceramic tip fell off the distal end of the inner sheath and fell inside the patient's bladder but both pieces were retrieved. No x-ray or CT scan was performed. There was moderate bleeding. There was a delay but it was unknown how long. The procedure was completed using a similar inner sheath (same model). No other devices were replaced. No patient death, injury or infection was reported. Prior to use, the device was inspected before use and no abnormalities were observed.